Event description:
Patient reports that buttons require multiple presses to respond. Patient reports that the pump may have cancelled boluses in the past due to this issue; however, the pump is showing all boluses delivered at this point. Patient has reportedly experienced blood glucose levels of 300-400 mg/dl with trace ketones. Patient does not clean the pump. Patient wears pump attached to belt. The reported blood glucose excursion does not meet animas criteria for an adverse event. This complaint is being reported based on the alleged malfunction that the keypad required multiple presses to respond.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.